Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a button error alarm woke him up in the middle of the night, and now the insulin pump has shut off completely due to him removing the battery. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm was noted during testing. No display anomaly was noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and a cracked display window.